Manufacturer narrative:
The hill-rom tech found the pt foot left caster not holding. The tech replaced the left foot brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from hill-rom tech stating the foot left brake caster was not holding. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).